Manufacturer narrative:
A component of the system, a locatable guide s/n (B)(4) lot number m2955248, and procedure recordings were returned from the site for evaluation. The locatable guide was found to be functional and there was no software anomaly found during the evaluation of the procedure recordings. Super dimension is filing this MDR in abundance of caution due to the risks associated with multiple exposures to anesthesia.

Event description:
Site reported the superdimension system froze while navigating during a case on (B)(6) 2013 but did not report it to superdimension until a preventive maintenance visit on (B)(6) 2013. The superdimension portion of the case was cancelled and the pt was under general anesthesia. There was no report of pt injury, death or other serious adverse event.